Event description:
It was reported that the patient presented during unrelated procedure. During procedure, the physician accidently dislodged the atrial lead. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.